Event description:
Customer called in because her insulin pump is in (B)(6) and she needed help with programming. It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading was 456 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.